Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the mandibular premolars are canted lingually on the left side, and making the bite feel off when closing the mouth. Byte cst (clinical support team) dad a meeting with customer and treating dentist who confirmed an open posterior bite. A rest period was recommended.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.